Manufacturer narrative:
The report of pump stoppages resulting in a pump exchange was reported under medwatch MFR report # 2916596-2016-01558. Approximate age of device ¿ 3 years, 1 month. Evaluation of the returned pump revealed depositions on both the inlet and outlet stators. A dark red, tissue like deposition was observed on the distal side of the inlet stator. The deposition had a ring-like structure and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was operating. The duration of its presence in the pump could not be conclusively determined. A white, soft deposition was loosely seated on the outlet stator. The deposition showed no evidence of lamination or denaturing and no contact marks were observed on the rotor to indicate that the deposition was present in the pump while it was in operation. The evaluation could not conclusively determine the origin of the deposition. A correlation between the identified depositions and the reported pump stoppages could not be determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, pump stoppages occurred while the lvad was supported by battery power and the pump was ultimately exchanged. Upon evaluation of the returned pump, thrombus was observed. No reports of any suspicion regarding potential pump thrombus were received from the customer.